Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15bn2, product type: lead. Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no anomaly. Analysis of the lead (lot # va15bn2) revealed no anomaly.

Event description:
The healthcare provider via the representative reported multiple impedance problem. During full implant, impedance values were checked when the implantable neurostimulator (ins) was placed in the pocket. Case and 3, 0 and 1, 2, 3 were greater than 4000. Multiple attempts were made including taking the ins off lead, cleaning and re-inserting. The amplitude and pulse width were also tried on multiple settings (increasing). When the lead was tested intraoperatively, motor response was noted well below 4 amps on all electrodes. It was tried to increase the amplitude on the ins when connected to the lead but only got motor response on 1 or 2 settings at high amplitude approximately 4-5 amps and it was not gradual. It was a sudden response. The ins was changed and the exact same problem occurred. The lead was then changed and again the problem occurred. The physician and representative manually tested the programs intra-op and motor response was gradual as the amplitude was increased. The patient was implanted with the new ins and lead. No external issues were believed to have led to the impedance issue. The clinician programmer was checked as well after the case by comparing with the clinician programmer from the physician's office and the readings were the same. Troubleshooting/diagnostics performed included multiple impedance checks at 1.0, 1.5, 2.0 and 2.5 amps; multiple pulse width settings tried; cleaning the lead and re-inserting; intraoperatively testing the lead after impedance issues; and manual program testing. The ins and lead were changed to try and give the patient the best possible outcome. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.